Manufacturer narrative:
It was reported that left hip revision surgery was performed due to popping, pain, infection, grinding, dislocation and elevated metal ion levels. During the revision, the bhr cup and resurfacing head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although the radiological findings of an inflammatory reaction around the hip as well as the reported elevated cobalt and chromium levels, neither the units of measure nor the lab and radiological reports were provided. The reported inflammation and elevated cobalt and chromium levels along with intraoperative findings of a large encapsulated grayish colored mass and loosening around the acetabulum and femoral component may be consistent with findings of metallosis. However, without the supporting imaging, and/or the analysis of the explanted components, the root cause of the metallosis and loosening cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to popping, pain, infection, grinding, dislocation and elevated metal ion levels.

Event description:
It was reported that on a bilateral patient, revision surgery was performed on the left hip due to pain, inflammatory reaction around the hip, limited mobility, and elevated metal ion levels.